Manufacturer narrative:
Calibration and qc were in specifications before the event. On day of the event, the instrument was getting multiple "reagent ID read error" alarms on multiple r1 bottles. Some samples got reagent are empty (event though there was reagent in the bottle), or unable to perform calculations flags. A field service engineer (fse) was dispatched: the fse replaced hardware components. The fse realigned barcode reader and cleaned wash syringes. There was an unidentified reagent compartment malfunction and the fse is monitoring the problem.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false low iron results generated by the au640 chemistry analyzer for nine (9) patients. The specimens were re-tested for iron and repeated results were higher for all 9 patients. Corrected reports were issued. The results were reported out of the lab. Patients were not treated due to incorrect results.